Event description:
Information was received that during use of this smiths medical cadd extension sets, leaked was noted. Reported redness like flushing over body when changed to new cassette and tubing due to leaking at tubing filter. No adverse effects were reported.